Event description:
It was reported that this bed was found to have a broken weld which resulted in the backrest being unable to be raised. No injury to patient or user was reported.

Manufacturer narrative:
Results: weld.